Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# unknown implanted: not applicable explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000mcg/ml at a dose rate of 1300mcg via an implantable pump. It was reported that they attempted to implant a new catheter but failed. The issue was not resolved as of (B)(6) 2026. The patient was to receive a replacement catheter in the future. No patient symptoms were reported. The patient was without injury regarding their status as of (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6). Product type catheter; UDI: (B)(4).; ubd: 2008-apr-24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign health care provider (for, hcp) via a manufacturer representative on (B)(6) 2026. It was reported that regarding the attempt to implant a new catheter failing, the catheter failed to implant because the intrathecal (it) space could not be accessed by the surgeon. It was unknown what the cause was. No actions/interventions were taken as the case was abandoned. The event had not been resolved. The catheter had not been returned as it was discarded. The serial number of the pump and the catheter were provided.